Manufacturer narrative:
Investigation and results: this particular analyzer had previously been in for service due to a drawer jam and had parts replaced along with standard upgrades, including a previously reworked engine board. The chemistry performance was checked and found to be within acceptable limits prior to returning the analyzer back to the customer. It should be noted that the reworked engine board that was installed was from another returned analyzer for a complaint also pertaining to low k+ recovery. When investigated, the board was determined to be a "no problem found" and was returned to service inventory for use. After the analyzer was rec'd, an attempt was made to replicate the low k+ recoveries by running controls and evaluating the results. The tests confirmed low k+ results. The engine board was replaced and the k+ values recovered as expected. Conclusion: the root cause was determined to be the engine board which may be experiencing intermittent problems.

Event description:
A false low potassium (k+) result was reported using the piccolo xpress blood chemistry analyzer (B)(4) with comprehensive metabolic panel (cmp) lot #0382aa3. Pt was given three 10 meq k+ tablets to compensate for the low k+ level observed. The pt then complained of nausea. Aliquot of the blood sample from the same tube was sent to an outside lab as required by our labeling that requires any results outside the reference range to be analyzed by another method or laboratory. The outside lab results were normal for k+.